Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that theitem received is different from the item reported on guarantee form bythe complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 7 months after dental implant was installed in intraoral region 4#, its loss of osseointegration was observed. In addition, 32ncm of primary stability was achieved and the patient presented bone type ii.